Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during patients ipg replacement on (B)(6) 2023, the resident accidentally fractured the extension on the left side with cautery and caused high impedances. As a result, the extension was explanted and replaced to address the issue.